Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert for non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming change was discussed. However, when patient presented for a follow up in clinic for normal generator change consult, no programming change was made and the device was not interrogated. Device replacement was planned. The patient was stable.